Manufacturer narrative:
Updated fields: d8, h2, h3, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit(charged coupled device) was broken, the outer tube had a dent, parts are not dis-/reassembled, the resolution was inadequate and the image was not displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the blurry image occurred due to broken r-unit(charged coupled device). Moreover, it is likely due to the broken video cable the image was not displayed, and the parts were not dis-/reassembled due to dent in the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had a blurry image when the camera was connected on the left side. There were no reports of patient harm.